Manufacturer narrative:
The field service engineer determined the sample mechanisms were misadjusted. The mechanisms were adjusted. The gear pump and vacuum pressures were checked. The sample syringe was reseated. Rinse, cell blank, and detergent levels were checked. The systems was reset and initialized with no errors. Mechanism checks were performed. Precision studies were performed and were within specifications. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with multiple assays on the cobas 8000 c 502 module. The following assays were affected: ca2 calcium gen.2, crej2 creatinine jaffé gen.2, tp2 total protein gen.2, gluc3 glucose hk gen.3, and ureal urea/bun. The initial values from the first sample were reported outside of the laboratory. No incorrect values were reported outside of the laboratory for the second sample. The samples were repeated on a second analyzer and the repeat values were believed to be correct. The first sample initially resulted with a calcium value of 7.6 mg/dl, which repeated as 9.9 mg/dl. This sample initially resulted with a creatinine value of 0.83 mg/dl, which repeated as 1.07 mg/dl. This sample initially resulted with a total protein value of 5.5 g/dl, which repeated as 7.2 g/dl. The second sample, from a (B)(6) female, initially resulted with a creatinine value of 62.75 mg/dl on (B)(6) 2020, which repeated as 0.96 mg/dl. This sample initially resulted with a calcium value of 16.66 mg/dl on (B)(6) 2020, which repeated as 10.52 mg/dl. This sample initially resulted with a glucose value of 1830 mg/dl on (B)(6) 2020, which repeated as 94.4 mg/dl. This sample initially resulted with a total protein value of 6.12 g/dl on (B)(6) 2020, which repeated as 7.26 g/dl. This sample initially resulted with a bun value of 313.7 mg/dl on (B)(6) 2020, which repeated as 24.9 mg/dl. The reagent lot numbers and expiration dates were requested, but not provided.